Event description:
In january 2006 the lay pt contacted lifescan alleging her one touch ultra was prompting the apply sample symbol. The medical affairs specialist (mas) sent a letter to the pt as she could not be reached via phone. The pt felt tired and thirsty. No readings obtained on the reported meter were provided. It is not clear if the pt attempted to test with the meter prior to experiencing symptoms. The pt took no action to affect her blood glucose level prior to receiving medical attention. A result of 200 was obtained on another "unk" device at an unspecified time and date. The pt took insulin as treatment by a medical professional; the insulin type and dose were not provided. The customer service agent (csa) noted that the pt obtained the apply sample prompt while attempting to perform a control solution test. From the info provided, it is not clear if the pt also obtained the apply sample prompt when attempting to perform a blood test. The pt refused to complete troubleshooting steps with the csa. Therefore, the issue was not resolved over the phone. The meter, test strips, and control solution were replaced. The complaint is reported as an adverse event because pt may have been unable to obtain a result on the reported meter and subsequently experienced symptoms of hyperglycemia and received treatment with insulin based on a reading with another device.